Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received questionable low troponin t hs stat results for one patient from the cobas e411 analyzer when tested with a dilution. The patient was from the cardiology department and the doctors expected a high result. For the first sample from the patient, the initial result was >10000 ng/l with a data flag. The results with an automatic 1:10 dilution were 861 ng/l and 288 ng/l. The result of 861 ng/l was reported to the doctor. A new sample was drawn from the patient on (B)(6) 2018 and the result was 9417 ng/l. The result with an automatic 1:10 dilution was 189.9 ng/l. The result of 9417 ng/l was reported to the doctor. A second new sample was drawn from the patient on (B)(6) 2018 and the result was 7500 ng/l which was consistent with the clinical picture. There was no allegation of an adverse event. The reagent lot number and expiration date were requested but were not provided. Calibrations and qc results were acceptable.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.